Manufacturer narrative:
(B)(4).

Event description:
Covidien customer service engineer (cse) reported that the oxygen (o2) sensor was found cracked during the preventive maintenance of the 840 ventilator. The device was not in use on a patient at the time the malfunction occurred. The cse replaced the o2 sensor. The unit passed extended self-testing.